Manufacturer narrative:
The lightsheer system was inspected by qa after the initial final test. Handpiece tip and energy meter glass were dirty. Overall cleanliness of system was dirty including handpiece bracket. The foreign material on the sapphire tip and energy meter glass appear to be the root cause of the incidents. It is not possible to determine the relative contributions of the debris on the sapphire tip and the debris on the energy meter glass to the injuries. In addition, one of the patient's had a history of herpes which was exacerbated after the lightsheer treatment, requiring prescription of acyclovir. The lightsheer operator manual advises caution in the treatment of candidates with active infection or a history of herpes simplex in the treated area (relative contraindication). Enduser will be sent a copy of lumenis' customer letter regarding maintenance of the sapphire tip.

Event description:
Customer reported 6 patients were burned over a three-day period when treated at the usual settings. Three patients were burned in various areas, including face, back of neck, bikini, arms-back of arm upper and lower, the 6th patient was burned in the bikini area in 2006, prompting customer to call in for service. One patient returned for follow-up and customer learned that the patient had not disclosed a history of herpes. Which was exacerbated by the lightsheer treatment; acyclovir was prescribed. This patient is a lifeguard, so sun exposure may have contributed to the burns. Per customer, the burns were all superficial (no blisters) and all patients were treated with a skin tissue repair cream. Loaner system was arranged.